Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon, reported that the mtp cross plate had broken following implantation. The patient is complaint and not active patient and has been in an frc cast for 6 weeks post operatively. The patient will be revised in the new year. Broken plate requiring revision.

Manufacturer narrative:
The reported event that unknown anchorage plate was alleged of 'implant breakage after surgery' could be confirmed, since we received x-ray showing the broken plate. Based on investigation, the root cause was attributed to be patient related. The failure was caused by early mobilization and/or delayed union. On the provided x-ray, we can clearly see that the bone fusion did not occur. This might be due to a too early weight bearing of the patient: based on the bone quality, the age of the patient and other factors, 6 weeks might not be enough. Indeed it is specified in the instruction for user that ¿immobilization is necessary during the osteosynthesis.¿ [original statement] the anchorage plate system is an internal fixation system which shall fix bone segments in a correct position until sufficient bone consolidation is achieved. The anchorage plating system is not intended to transmit full forces and bending moments of daily routine. Loading and weightbearing have to be individually reduced. Influence factors for the required load reduction are: the type and the localization of fixation, the bone quality (e.g. Strong bone in younger patients vs. Osteoporotic bone), correct fixation technique (e.g. Correct dimension of the plate, correct positioning of the plate, sufficient length of the plate and the screws, p g p , g p , sufficient bending of the plate, correct screw placement with sufficient insertion torque). Depending on these individual influencing factors the attending physician has to determine the maximum loading and has to limit the weight bearing respectively. This is part of the surgeon's education. Stryker offers labeling of best quality (op-tech, IFU) but stryker cannot grant that all users are skilled in the special field of podology and have read the labeling with diligence. In the case of an overloading or due to poor implantation technique implant failure may result. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The surgeon, reported that the mtp cross plate had broken following implantation. The patient is complaint and not active patient and has been in an frc cast for 6 weeks post operatively. The patient will be revised in the new year. Broken plate requiring revision.